Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient stated that he was receiving very high readings of 270 mg/dl from his g6 sensor. Based on the reading from the cgm, he took insulin even though he was not feeling any symptoms of hyperglycemia (specific dose of insulin not provided). He was not able to check his bg and passed out on the floor. He was found by his wife and friends. The friends called 911 and the patient was taken to the hospital. When he was at the hospital his wife used a nasal instant glucose meter and the result was 60 mg/dl. He stated that he was treated with an IV and fluids for hydration. At the time of the report he was home from the hospital and resting. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.